Manufacturer narrative:
Concomitant medical products: product ID: 7495-66, serial#: (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 3888-28, lot#: l34696, implanted: (B)(6) 1995, product type: lead. Other relevant device(s) are: product ID: 7495-66, serial/lot #: (B)(4), UDI#: (B)(4) ; product ID: 3888-28, serial/lot #: (B)(4), ubd: 16-jan-1999, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that the patient was having the ins replaced due to normal battery depletion, but the case had to be aborted. The patient was "rocking and rolling" on the table. The hcp ended up cutting the extension at the header block and the extension/lead remained implanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient rocking and rolling on the table was because they did not tolerate the anesthesia very well. They stated that the patient will be put under for the battery replacement. The rep added that the patient will have a new extension and battery placed after their follow-up appointment on the (B)(6) 2019. No further complications were reported or anticipated.